Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 . Complaint can be confirmed. Visual evaluation of the provided photo and returned product found damage to the sterile packaging that is visually consistent with thermal damage. Additionally, the inner tyvek lid has been ripped. The product evaluation noted the white spacer exhibited damage visually consistent with thermal damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided for review. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulator opened the implant corresponding to a stem extension, and noticed the inner packing was compromised. Surgeon was not comfortable with the sterility and requested a new implant. Attempts have been made and all available information has been provided.